Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). After the closure device was successfully implanted and device measurements were taken st segment elevations occurred. A heart catheterization was performed but found no presence of blockage, bubbles, or thrombus in the left and right coronary arteries. The patient was transferred to the post anesthesia care unit. Upon recovering from anesthesia, the patient reported chest pain. An electrocardiogram was performed, and the patient was taken to the cardiac catheterization laboratory for a second heart catheterization. A thrombus was discovered in the distal portion of a coronary artery. Suction was used to remove the thrombus and the chest pain of the patient subsided. The patient fully recovered and was discharged one day post index procedure.